Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 383mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer states they conducted set change and the no delivery was corrected. The customer was advised to monitor the device. The customer was unable to complete troubleshoot.